Event description:
It was reported to the manufacturer by the end user, per the end user, "approximately 7pm rn was sitting at nurse station charting and heard resident yell out. Went into room immediately and observed residence lying on left side on floor next to her bed. Lpn last saw resident at 6:20pm in bed and at that time in center of bed. Resident had bruising to left side of from previous fall but upon assessment rn observed a 1/2 gash above left eyebrow. 1st aid performed bleeding controlled but not stopped. Vitals are stable, she is alert and confused as is her baseline. A obtained order from on call md to send to ER for evaluation for possible stitches or staples." Complaint# (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.